Event description:
The customer reported that he went to the hosp due to severe bleeding after removing the sensor. The customer stated that the bleeding occurs every time he removes the sensor. The customer also stated that the sensor usually comes out bent. Advised the customer that he may need to change the angle of insertion. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.